Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, after the valve was implanted, the delivery catheter system (dcs) was pulled in order to remove it from the patient. This led to the valve dislodging. Subsequently, the patient experienced hemodynamic instability.  In response, the physicians implanted a second valve. Despite this intervention, the patient did not recover from the hemodynamic instability and died. The cause of death cannot be determined.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0011995318); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012193976); product type: 0195-heart valves. Product ID: evfxplus-26 (j310607); product type: 0195-heart valves; implant date: (B)(6) 2024. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-26 (serial: j292919); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, after the valve was implanted, the delivery catheter system (dcs) was pulled in order to remove it from the patient. This led to the valve dislodging. Subsequently, the patient experienced hemodynamic instability.  In response, the physicians implanted a second valve. Despite this intervention, the patient did not recover from the hemodynamic instability and died. The cause of death cannot be determined. Additional information was received that per the physician, the valve cannot be excluded as a contributing cause to the death.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: evfxplus-26, serial: (B)(6), use by date 2026-08-01, UDI: (B)(4). Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012067483); product type: 0195-heart valves; implant date ; explant date n/a product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date n/a, updated: b5, corrected: d4, h4, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a medtronic guidewire was used. The valve was implanted into the native annulus. Training guidance for a slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the guidewire. The dcs was not twisted or torqued at any point. Per the physician, the valves did not cause or contribute to the patient death.